Event description:
According to the reporter, during a low anterior resection procedure, the device closed to green easily. After the safety lever was off, the surgeon fired in the usual fashion, but the device jammed. The handle barely came together, it could not be closed fully. The staples fired through, exposing all staples through the rectal stump, protruding for three to four (4) millimeters, rendering the anastomosis unviable. The staple line was incomplete. The staples were not shaped or bent - just straight. After refashioning the rectal stump and proximal conduit, the surgeon repeated the process with a new stapler and new anvil. It failed again. A stapler from a different batch was test fired and worked. To complete the case, a new stapler was used. There were no problems with the leak test and flexi sig. This led to a 4-hour extended surgical time and the surgeon had to create a permanent stoma.

Manufacturer narrative:
D10 concomitant products: eea31, eea31 eea 31mm-4.8 sgl use stapler, (lot #p3g0042) eea31, eea31 eea 31mm-4.8 sgl use stapler, (lot #p3g0042). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that most of the staples were present with some advanced partially formed staples. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. It was reported that the staple line was incomplete and there was a poor staple formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.